Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubex application was not running after the reboot. The user was unable to navigate because the screen was frozen. The user rebooted the machine again, but the cubex application did not auto run. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex application was not running after reboot. A technical support specialist remoted in and launched the application for them and put the cubex shortcut in startup folder and customer was able to login afterwards. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubex application was not running after the reboot. The user was unable to navigate because the screen was frozen. The user rebooted the machine again, but the cubex application did not auto run. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.